Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the 400 mg/dl. The customer stated that it has been messy, it was not delivering insulin and she was running really high. The customer reported that her high blood glucose level were back and she went back to shot. The customer does not want to troubleshoot for high glucose. The insulin pump will not be returned for analysis.